Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: tyvek/thermoform sticking.

Event description:
Company representative reported "breast sizer would not open sterilely. Unable to use product". Device was not implanted.

Event description:
Company representative reported "breast sizer would not open sterilely. Unable to use product". Device was not implanted.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaint codes are: tyvek or thermoform sticking: unable to observe since no device package was received. As per the investigation procedure, creases and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b1, b2, d.9., h.3., h.6.